Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting oversensing of noise measurements, high pacing impedance measurements greater than 2000 ohms, and high pacing threshold measurements. The local area field representative reported there was no pacing inhibition or asystole as the patient is not pacemaker dependant. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.